Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue with the fill estimate. There was no reported impact to the customer's blood glucose level. Although requested, no further information was provided by the customer.